Event description:
Incident as reported: laparoscopic oophrectomy - "specimen bag broke open, fragmented inside pt and specimen fell out. Second bag was deployed with same failed result."

Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed.